Event description:
This event was previously reported in medwatch 1644487-2009-02152, however, this report is now being submitted to represent one individual patient from the abstract entitled "vagus nerve stimulator battery replacement: when is the right time?" In the abstract, it reports that "in our experience, seizure control may be lost due to the vns battery approaching end of service (eos) even when the eri is not triggered." This was a retrospective study of patients who underwent battery replacement from 1998-2008. It was noted that some patients experienced >-25% increase prior to battery replacement, as the patient in this report did. It is unknown if the seizures were reduced following generator replacement. The author concludes that "vns therapy becomes clinically ineffective prior to complete battery depletion" and seizures may increase even before the eri = yes. It is unknown if the increased seizures were above or below pre-vns baseline levels. Attempts for further information have been unsuccessful to date.